Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device did not show visual defects. A functional examination was performed, the balloon was inflated; however, a leak was found due to the pinholes located under the proximal marker of the balloon. This failure is likely due to encountered procedural factors and/or the manner as the device was handled and manipulated which could have affected its performance and its intended purpose, leading to the observed failure. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.